Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Nine days post implant it was reported by the patient that they fell and was now concerned that they jarred something loose. The patient stated that they wanted to have a check to make sure it was working properly. Follow-up was conducted but was unable to obtain requested information after multiple follow-up attempts. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.